Event description:
It was reported that the patient had frequent and extended ipg charging, and it would not charge beyond 2 bars. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient was experiencing frequent and extended ipg charging, and it would not charge beyond 2 bars. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.